Event description:
On (B)(6), 2011 the pt was implanted with an aos 11mm trochanteric nail. Aos had a report of a failure on (B)(6), 2011. We have been informed the nail was not removed and at the time. A decision was made to treat this issue conservatively without immediate follow-up surgery.. All aos documentation has been reviewed including material certifications and found to meet specification. A trochanteric nail from the same lot was pulled from stock subjected to dimensional inspection, and functional testing with acceptable results.